Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the controller board. A field service engineer powered the station off and replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. Matrix would not open. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.